Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was broken during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.